Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and reservoir does not stay locked. The insulin pump was received missing o-ring (reservoir tube). The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and the plastic ring around the reservoir was falling off. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.